Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The leads were removed. The leads were returned to the manufacturer and tested out of specification. No further patient complications have been reported as a result of this event.